Event description:
It was reported that during an arthroscopy, when the screw biosure was screwed into the femur, it broke. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported. No damage caused, the patient's health condition is stable.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an arthroscopy, when the biosure screw was screwed into the femur, it broke. All the broken pieces were recovered from the patient with the help of grasper forceps. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported. No damage caused, the patient's health condition is stable.

Manufacturer narrative:
H2: additional information on: b5, b7 & h6 (health effect - impact code).

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical evaluation states that the IFU does warn the interference screw must be properly seated on the driver and remain parallel to the tunnel to avoid damage to or breakage of the screw. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.